Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined load issue which resulted in the customer being unable to successfully load a cartridge on the pump. Subsequently, the customer was admitted to the hospital due to ¿lack of insulin¿ and diabetic ketoacidosis. Tandem technical support confirmed no alert or alarms were verified in the pump history and made multiple attempts to follow-up with the customer on the reported issue, but no response was received. No additional patient information was available.